Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: during the investigation, the display was found to be dim/pink.

Event description:
The pump was returned for investigation. Investigation revealed a dim/pink display. This report is made based on the results of the investigation completed (B)(6) 2018.